Manufacturer narrative:
The device was received for evaluation with the cannula assembly fully deployed, visible and without damage. Inspection of the needle mechanism, environmental seal, bottom housing and cannula assembly found no issues that would result in a needle mechanism failure. The downloaded data did not show any timeouts or drive stalls during the run. The needle mechanism was reset and found to be deployed properly. The device successfully completed multiple boluses (excluding the priming sequence) and therefore is found to function as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown, omnipod software app version: 3.1.2-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 300 mg/dl (16.7 mmol/l) between 49 and 71 hours of wearing the pod. The legal guardian (lg) reported the patient was experiencing high bg levels overnight. The ketones were also measured as 3.8 and the patient was feeling nauseous upon waking. The previous night the patient had been sporting, and the activity mode was used. However overnight the controller was in automated mode. The lg called their healthcare provider for advice who instructed them to remove the pod, place a new pod, and bolus to lower the bg levels. The lg removed the pod from their leg, and stated the cannula was not visible, indicating a needle mechanism failure for a retracted cannula. A new pod was applied and bg levels then stabilized.